Manufacturer narrative:
Product event summary # product ID# addr01. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the online obituary indicated the patient died approximately four months post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable pacing lead product ID 5076-45 implanted: 2004 (B)(6). (B)(4).